Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14131. It was reported that the right ventricular lead exhibited noise; the patient reported feeling light headed. The lead was capped and replaced on (B)(6) 2019. There were no patient issues prior, during or post-surgery. One day post implant on (B)(6) 2019, the new rv lead exhibited high capture thresholds and x-ray revealed the lead was dislodged. The lead was repositioned on (B)(6) 2019 successfully. The patient had no issues following the revision. On (B)(6) 2019 the lead again exhibited high capture thresholds and was found dislodged through x-ray. The patient was asymptomatic; no intervention was performed. The patient was discharged and will be reevaluated later.